Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The day of the event, at around 8:00 am, the experienced feeling as if she would pass out and was dizzy. A fingerstick was taken by the patient and the cgm reading was 284 mg/dl, and the blood glucose reading was high (meaning value higher than 400 mg/dl). The patient called an ambulance and when a fingerstick was taken by the paramedics the cgm reading was around 200 mg/dl and the blood glucose reading was 400mg/dl, but the patient could not remember the exact reading as she was also throwing up on the way to the hospital. At the hospital another fingerstick was taken, and the blood glucose reading was around 1200 mg/dl. The patient would have experienced diabetic ketoacidosis and was admitted into the ICU. The patient was treated with intravenous insulin, and an unspecified medication for vomiting. At around 8:00 pm on the same day the blood glucose reading was 184mg/dl. No further medication was reported, and the patient was discharged after on the same day at around noon. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis.